Manufacturer narrative:
Event date: exact date unknown, event occurred since implanted.

Event description:
It was reported that the patient was experiencing pain at the pocket site and was difficult to lean against anything due to pain. The patient underwent a revision procedure where in the ipg was repositioned and the patient was doing well postoperatively.